Manufacturer narrative:
Follow-up # 1 ¿ (03/30/2015). The patient¿s meter has been returned on 3/5/2015 and evaluated by lifescan product analysis on 3/18/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging that the subject meter (onetouch verio iq) read inaccurate compared to another device (freestyle). The reporter claimed obtaining blood glucose readings of ¿157 mg/dl¿ with the subject meter and ¿112 mg/dl¿ on the other device, performed within an unknown time of each other. The complaint is being reported because the results may not have met lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.